Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) and the extension were both removed due to an infection on (B)(6) 2015. A new ins and extension were implanted on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.